Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023 at 5:00pm, the patient was dizzy, sweating and felt their blood sugar was high. He went to the hospital with his fiancee and on the the way there, the cgm was displaying 152 mg/dl while the patient's bg meter was high (562 mg/dl). At the emergency room, the patient was treated with IV fluids and had blood tests done. After 4 hours, the patient was discharged from the ER. At the time of the report, the patient felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.